Manufacturer narrative:
Additional analysis found that the motor was completely dead and the collet was corroded. The handpiece was sterilized and cleaned. The motor cable assembly was replaced. All corroded, rusted and damaged parts and all mandatory spare parts were replaced. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported the handpiece overheated suddenly in less than a minute prior to the procedure. There was a delay in the procedure. No back-up device was used. There was no patient involvement.

Manufacturer narrative:
Analysis found that the motor cable assembly was faulty and needed to be replaced. The device failed hi-pot test and there was error code 11 on the ipc. The connector has dent and scratches on handpiece which cannot be removed during repair. The handpiece could not be tested for temperature testing since the motor of the handpiece was not rotating, therefore the alleged issue of overheating was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported via manufacturer representative that another device was used to complete the procedure.